Manufacturer narrative:
Pending investigation. D2: fix product code.

Event description:
As reported via legal documentation a 66 y/o male patient had a right ankle replacement on (B)(6) 2020 (right ankle primary, serial #:(B)(4)). Approximately 1 year 10 months after the initial procedure the patient had a right ankle revision on (B)(6) 2022 due to pain. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available. Revision op report (B)(6) 2023/ k mcguinness received via legal (B)(6) 2023 diagnosis: failed right ankle replacement. There were no complications during the procedure. The patient was stable when sent to pacu.

Event description:
Revision operative report of 8 may 2023-postoperative diagnosis: 1. Failed right total ankle replacement 2. Right flatfoot deformity with hindfoot valgus alignment and elevation of the first ray 3. Right gastrocnemius contracture procedure: the polyethylene was also carefully removed. Inspection of the polyethylene demonstrated no evidence of fracture or deformation. There was subtle motion of the tibial component, though it was not grossly loose. Given thinning of the medial malleolus, the determination was made to proceed with prophylactic fixation of the medial malleolus. Given the finding of an associated flatfoot deformity. The determination was made to correct this deformity in order to provide the revision ankle replacement the best opportunity to be successful in the long-term. Corrected the forefoot supination deformity and brought to the first metatarsal head even with the second metatarsal head. The patient was stable when sent to pacu. There is no other information.

Manufacturer narrative:
H10. Additional/updated information ¿ b5, b6, d1, d4 catalog number, expiration date, serial number, unique identifier (UDI), d7a, g2, g4 510k, h4, h7, h8, h9 h6. Investigation results - the tibial insert fb sz 3 rt sn (B)(6), is a recall device. The cause of the patient¿s pain and subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition as associated with the interaction between the implanted device and the patient due to patient illness, unique anatomy such as flatfoot and other foot issues, or other condition that impacts the performance of the device. These devices are used for treatment not diagnosis. There is no other information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: g3/g4, h6. The following sections were corrected: d1/d2a/d2b, d4, h4, h6. Expiration date and manufactured date is unknown. PMA 510k cannot be determined / device is unknown. MDR section codes updated/corrected: a, b, e, g. The reason for the revision reported may have been the result of tibial loosening or due to inclusion of the polyethylene component in the packaging recall. Potential contributions of user and additional patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.